Event description:
A malfunction alarm was reported, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, assisted in resetting it, and advised that the pump could continue to be used. The customer was instructed to contact technical support again if the malfunction reoccurred, which it did not after the reset.